Event description:
A study patient reported an adverse event of 'trigeminal neuralgia' which was reported to be probably related to stimulation. The patient was hospitalized due to the event and the outcome was noted to be 'recovering/resolving'. Also per the physician, the trigeminus neuralgia is exacerbated by vns. No other relevant information has been received to date.

Event description:
It was reported that the patient had been known to be experiencing trigeminal neuralgia on their right side, with jaw and tooth pain, since vns implantation. As of december 2021, the patient¿s neurologist claims that the trigeminus neuralgia is exacerbated by the vns, but a second contributing factor to this adverse event was that it occurred following ablation of the pulmonary vein due to atrial fibrillation. Per the hospital records, the discharge summary was recorded as ¿trigeminal neuralgia type symptoms with jaw and tooth pain as a side effect of vagus nerve stimulation on the right side¿ it was noted that ¿the subject presented ¿for investigation of trigeminal neuralgia on right side, known since implantation of a vagus nerve stimulator, exacerbated since yesterday following pulmonary vein ablation (due to known atrial fibrillation)¿ while hospitalized: electrophysiological measurements were taken, corresponding lab tests were performed, and the possibility of a tumor was investigated. Ultimately the initial suspicion from the clinical observations and the initiated diagnostics could not be substantiated. While hospitalized, the subject had the following: 07dec2021: chest CT 07dec2021: cranial CT and angiography 08dec2021: ultrasound of upper abdomen without contrast medium 09dec2021: cardiac pacemaker MRI examination, findings: 2-chamber ICD check in preparation for MRI on 12/09/2021; however, unit not suitable for MRI, 10dec2021: ent consultation it was confirmed that the patient has recovered, and the issue is resolved. No other relevant information has been received to date.